Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing issue was verified. The cartridge compartment was found to have cracked at the opening. The pump powered up to the verify screen with auditory and vibratory features. Unrelated to the casing issue, the display was dim and the text were discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was cracked. It could not be confirmed where the crack was located. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.